Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08137. It was reported the pt had the system explanted due to a (B)(6) infection and was referred to a physician. No further information was available at the time of this report.

Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in field advisories. Method: the device history and sterilization records were reviewed. Results: new process monitoring equipment no recording data accurately, sterile lot 080915. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.